Event description:
During a coronary stenting procedure, the stent got stuck in a very tortuous, calcified anatomy. While attempting to cross the lesion, resistance was felt. The device was withdrawn from the patient. On inspection, it was noticed that the stent struts were compromised. There was no reported patient injury.